Event description:
A pt allegedly released the siderail latch on their own, lowered the siderail, and exited the stretcher. Allegedly the pt subsequently fell and expired from circumstances related to the fall.